Manufacturer narrative:
This report is submitted on jun 01, 2023.

Manufacturer narrative:
This report is submitted on april 12, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site, and subsequently, was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2023.